Event description:
Pre-operatively high impedance was seen which resolved with a full vns system replacement. The devices were discarded after surgery. No additional relevant information has been received to date.